Manufacturer narrative:
(B)(4). This report is being submitted late due to a delay by a manufacturer employee. A process improvement plan and training are in place.

Event description:
When trying to telemetry the pump, the programmer read "programmer can't localize" and then says to reposition. The programmer worked normally for all other pumps. The pump was implanted at less than a 1 cm depth. The programmer was tried in different positions and at different points within the center. Different programmers were tried. The physician noted that the pump kept delivering drug, because on refill dates the pump was empty, the procedure was normal, but it wasn't possible to "change the posology" and print telemetry. There was reported to be no patient injury. The patient was without any symptoms which the physician felt meant the pump was working. The device was used to deliver morphine. It was later decided that the pump would be replaced. Additional information has been requested. A follow-up report will be sent if additional information becomes available.